Event description:
It was initially reported by the pt that she was experiencing a sharp pain at the generator site. The pain started 5 days after her vns implant surgery. She also stated that her left ear had been bruised. The surgeon informed her that she should wait for a little bit for her symptoms to subside. The pt was worried that it had already been two weeks since the surgery and her symptoms had not resolved. Good faith attempts to obtain add'l info has been unsuccessful till date.